Manufacturer narrative:
Implant date is estimated to have occurred in (B)(6) 2009. Further information was requested but not received.

Event description:
During a remote follow up, episodes of noise were noted on the right atrial (ra) lead. Provocative testing was performed and no anomalies were noted. Diagnostic imaging was also performed and no anomalies were note on the ra lead. No further intervention was performed. The patient was stable and will continue to be monitored.